Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that the expiratory limb of an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. We are currently in the process of obtaining the complaint rt340 breathing circuit from the customer. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare for evaluation. The complaint device was visually inspected and pressure tested. Results: a hole was found in the evaqua (expiratory) limb of the complaint breathing circuit, approximately 32cm away from the patient end connector. The pressure test confirmed that the complaint breathing circuit was out of specifications. A lot check revealed no other complaint of this type for lot number 111220. Conclusion: based on inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).